Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported difficulty disconnecting an extension tubing from the port of a PICC line with subsequent breakage of the tubing. The extension set and cap were replaced and there was no patient harm.

Manufacturer narrative:
The reportable aware date on the initial should have been 10/13/2016. The customer¿s report of breakage was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that one of the extension sets nac zero connectors (reported as maxzero by the customer) was missing from the set. The missing nac zero connector was not returned with the received set. Further visual inspection of the sets tubing where the missing nac zero connector had been connected showed signs of insufficient solvent. No other anomalies were observed on the set. Functional testing was performed and the set flowed freely and ran with no leaking or other issues observed at any of the set¿s connections or components except for the location of the separated nac zero connector. Slight tugging was performed on all the engagements of the suspect extension set to see if any separations would occur. An additional nac zero connector separated from its tubing during the tug test. Signs of insufficient solvent was observed. Dimensional testing was performed and the sets tubing was measured to be within specification. The root cause of the leaking and separation was identified as operator error during the assembly of the set. Tubing was not introduced or incompletely introduced into the solvent dispenser during assembly.

Event description:
The customer reported difficulty disconnecting an extension tubing from the port of a PICC line. The tubing cracked in half and a portion was stuck in the"cap on the PICC line". The extension set and cap were replaced and there was no patient harm.